Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The pump properly paired with the guardian link 4 transmitter. No pump/transmitter communication anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 27-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 27-feb-2026 in the pump history file and found 1 failedbatttest (58) alarm on 02/22/2026 16:13:55.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no power data available when using the battery analysis automated tool. Unable to check power data for failed battery test alert. The test battery was removed and reinserted with no failed battery test alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. No current code/category not confirmed (pump malfunction anomaly not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 50 mg/dl. The customer reported hypoglycemia was treated with carbs. The event involved product(s) mmt-1884, unomedical, unk_reservoir, unk_sensor. The customer reported the readings has not been working properly since the pump software is updated. The pump was malfunctioned. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for unomedical, unk_reservoir, unk_sensor. Mmt-1884 was requested, and the customer response was the device will be returned.